Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had alleged respiratory tract irritation, dizziness, headache. There was no serious patient harm or injury. No medical intervention was specified by the patient.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had alleged respiratory tract irritation, dizziness, headache. There was no serious patient harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Box h6: evaluation method code grid. Evaluation results code. Conclusion code grid has been updated.